Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year-old (B)(6) male patient had impella 5.0 pump inserted in the left axillaty for cardiomyopathy. It was reported that the patients condition was stable; however, hemodynamics deteriorated. A CT scan confirmed a widespread stroke which resulted in patient death due to cerebral infarction. No further information was provided.